Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy the 5 mm reducer rubber in the port wasn't fixed properly and it jumped off the trocar when they opened the reducer during the operation. To correct the condition, another trocar was used. The last known status of the patient is reported as ok.